Event description:
(B)(4). Frequent outbreak in hives on hands. Lower left side abdominal pain, painful ovulation, hair loss, heart palpitations, extreme fatigue, brain fog, lack of appetite, dental problems, joint pain, neck and lower back pain, shakiness, faintness.